Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to seroma and capsular contracture, baker grade unknown and visibility/palpability. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "fluid on the outside of the bag in the capsule" on the left side. Patient additionally reported "pain," "possible capsular contracture" baker grade unknown, and "bubble spots." Device remains implanted.